Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 3006705815-2022-14110. Related manufacturer reference number 1627487-2022-03772. It was reported that during an ipg replacement on (B)(6) 2022 (related manufacturer reference number 3006705815-2022-14110), the physician accidentally pulled out the occipital leads and opted to explant both leads. Additional surgical intervention may take place later to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. It was reported to abbott that during an ipg replacement the physician accidentally pulled out the occipital leads and opted to explant both leads. The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.